Manufacturer narrative:
The device was received by (B)(4). The device was evaluated, and the problems of high heat was confirmed. In addition, the pre-repair diagnostic assessment vibration test showed damaged components. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that there were damaged bearings and an issue with heat from the device. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.